Manufacturer narrative:
Relevant device(s) are: product ID: 9735821, serial/lot #: unknown, product ID: 9735821r, serial/lot #: unknown, no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the training navigation system for a cadaver lab was unable to see the left or right tracker of the imaging system. Technical services (ts) had the site try just a passive planar probe and small reference frame but neither instruments were seen on the tracking view. There was a green and red led on the camera itself. Ts walked through the ndi toolbox and it was noted that the bump sensor and temperature sensor were both faulted stating, "bump detector battery fault" and "exceeds storage temperature." There was no patient involvement.

Manufacturer narrative:
H3. Hardware analysis of camera 9735821 vega base s8 svc determined that the returned psu powered up on the test bench, as intended, with no issues observed. The event log showed that storage temperature had exceeded its highest limit on this date (6/23/2022), but with no other adverse events noted. Otherwise, the psu was found to be fully functional and passed and accuracy test (aak) at .08 mm with a passing threshold of .25 mm. The storage temp sensor has now been cleared and the psu will be refurbished, for future use. D10 update: lot number of camera 9735821 vega base s8 svc is p906808. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.